Event description:
It was reported that the patient was charging more than expected. The patient also had a loss of therapeutic effect. The event/symptoms occurred following a fall. The patient lost her balance and fell down about 4-5 weeks ago and around that time starting having troubles with ins holding a charge. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product typ recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID, 37092 lot# 299270002 serial#, implanted: 2011 (B)(6), explanted: product typ accessory product ID, 3550-39 lot# n305892 serial#, implanted: 2011 (B)(6), explanted: product typ accessory. (B)(4).